Event description:
Patient admitted for placement of renal stents (6 months prior coronary stents had been placed). Post procedure, the boomerang was placed. In the cath lab it was observed that there was oozing and a large hematoma developing. The boomerang was removed and the femostop used. Later, the patient was brought back due to a "cold leg". A large clot was found in the femoral artery. An artherectomy was conducted. The patient was later admitted to the operating room where a bypass was performed. During rehabilitation the patient stroked. The patients living will requested "do not resuscitate" and subsequently the patient died.